Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two inappropriate shocks when their implantable cardioverter defibrillator (ICD) exhibited noise and sensing integrity counter (sic) due to electromagnetic interference (emi). The device remains in use. No further patient complications have been reported as a result of this event.